Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of lot 15277332 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a procedure, the physician inflated the sakura fire star, 2.00 x 10 balloon to 12atm in order to pre-dilate the 90% stenosed middle left circumflex (lcx) lesion. However, when the physician deflated the balloon it could not be deflated. The deflation process lasted for 20sec and caused the patient chest pain for a while. The balloon partially deflated. The physician had to use force to withdraw the balloon by pulling the device inside of the guiding catheter. The balloon was then changed to a competitor's balloon in order to complete the procedure. There was no patient injury and the patient is in stable condition. The patient's chest pain was treated with nitroglycerin medication treatment. There was no difficulty experienced when removing the product from its packaging. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The contrast media being used at a 1:1 contrast to saline ratio was omnipaque, from ge. An indeflator was used to inflate the balloon. The same indeflator was used successfully with other devices. There was no resistance/friction experienced. Leakage was not noted from the product at any time. The balloon catheter did not kink while being used. One non-sterile sakura firestar 2.00 x 10 was received coiled inside two plastic bags. One kink was noticed at 8 cm from distal end; this condition in the shaft could be related to the way that the unit was sent to the analysis. Balloon was already inflated and deflated. Functional test was performed and no anomalies were found. The sem analysis showed that the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The inflation lumen and the guide wire lumen presented no evidence of blockage. The stiffening wire lumen was blocked by inflation media (due to the presence of iodine which is present on the inflation media); it is possible that during sem analysis when removing the stiffening wire the inflation media accumulated in the stiffening wire lumen. The accumulation of inflation media in the stiffening wire lumen does not interrupt the flow of liquid in the inflation lumen. The sample exhibited no evidence of internal or external surface material damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported deflation difficulty failure could not be confirmed since no anomalies were found during the analysis. The exact cause of the reported failures could not be conclusively determined. Neither the DHR review nor the product analysis suggests that failures found are related to the manufacturing process. Therefore no actions will be taken.

Event description:
During the procedure the physician inflated the sakura fire star, 2.00 x 10 balloon to 12atm in order to pre-dilate the 90% stenosed middle left circumflex (lcx) lesion. However, when the physician deflated the balloon it could not be deflated. The deflation process lasted for 20sec and caused the patient chest pain for a while. The balloon partially deflated. The physician had to use force to withdraw the balloon by pulling the device inside of the guiding catheter. The balloon was then changed to a competitor's balloon in order to complete the procedure. There was no patient injury and the patient is in stable condition. The patient's chest pain was treated with nitroglycerin medication treatment. There was no difficulty experienced when removing the product from its packaging. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The contrast media being used at a 1:1 contrast to saline ratio was omnipaque, from ge. An indeflator was used to inflate the balloon. The same indeflator was used successfully with other devices. There was no resistance/friction experienced. Leakage was not noted from the product at any time. The balloon catheter did not kink while being used.